Event description:
We received a report that an intraocular lens was explanted from the patient's right eye after the patient was unable to adjust to the unexpected post-operative refraction. There were no surgical complications such as incision enlargement or vitrectomy. The 24.50 diopter (d) lens was replaced with a 22.50 d lens. No other information was available.

Manufacturer narrative:
(B)(4) - explant of intraocular lens (iol).all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the iol was not returned in its original folding carton package. The lens was observed cut in three pieces. This condition could be related to the lens explant process. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No defects related to manufacturing process were found in the sample returned. A review of the manufacturing records showed no deviations or nonconformities. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The silicone intraocular lens reported was released within the diopter specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.